Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure (batch no. 20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (pregnancies: 2 vaginal delivery), parity 2 (live births: 2 date of births: (B)(6) 2010) and pharyngitis bacterial. Previously administered products included for birth control: sprintec from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included diarrhea, light-headed, headache, shakiness, penicillin allergy, allergic reaction to antibiotics (z-pak) and dysfunctional uterine bleeding. Family history included crohn's disease. Concomitant products included cefalexin (keflex) since (B)(6) 2016 and other local anesthetics. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 7 months 12 days after insertion of essure, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia )/prolonged menses (cycles would last 7 -10 days)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced back pain ("severe back pain/lower back pain"), pelvic pain ("pain (right-sided pain)/pelvic pain") and dysuria ("painful urination"). On (B)(6) 2016, the patient experienced gastrointestinal inflammation ("noninfectious gastroenteritis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/painful cycles"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with tizanidine hydrochloride, naproxen, ciprofloxacin (cipro), promethazine hydrochloride, ketorolac tromethamine (toradol) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, vaginal discharge, urinary tract infection, gastrointestinal inflammation, pelvic pain and dysuria had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, dysuria, gastrointestinal inflammation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, plaintiff underwent the essure implantation procedure and it was a successfully implanted, without complications, with the essure device. Physician visualized observed four trailing coils within the left uterine cavity and one trailing coil within the right. Plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff martin has reported that all her symptoms have resolved and that she feels much better. She did not claimed essure worsened a previously existing injury/condition. To be supplemented- (B)(6) 2005 to (B)(6) 2010 for birth control. She did not had complications from your essure removal procedure. To be supplemented-gastroenteritis- (B)(6) 2016 to (B)(6) 2016. Essure procedure:the device was in good position with 4 trailing coils noted on the left side. In similar fashion, the technique was used on the opposite side with left trailing coils on the right side. Impression: normal hysterosalpingogram with nonspillage of contrast via the fallopian tubes with blockage caused by essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded pregnancy test urine - on (B)(6) 2010: negative. (B)(6) 2011, hysterosalpingogram: normal hysterosalpingogram with nonspillage of contrast via blockage caused by essure devices. Lmp was on 5/27. (B)(6) 2017, operative procedure: robotic-assist laparoscopic hysterectomy with bilateral salpingectomy. Findings: enlarged uterus, normal adnexa and fallopian tubes, no evidence of perforation. Surgical pathology report: diagnosis: uterus with right and left fallopian tubes, hysterectomy and bilateral salpingectomy: cervix shows mild chronic cervicitis. Secretory endometrium. Myometrium shows a single leiomyoma. Fallopian tubes each show an appropriately placed coiled contraceptive device with no significant pathologic changes. Gross description: the uterus measures 9.2 x 5.6 x 4.6 cm. The serosal surface is gray and smooth with no distinct abnormalities. The cervix is smooth and pink with a central transverse os. The uterus is bivalve, revealing the expected tangular endometrial cavity lined by a valve rim of endometrium measuring 0.2 cm in thickness. Section through the myometrium reveals a single white nodule measuring 0.7 cm in greatest dimension. The myometrium is otherwise unremarkable and measures up to 2.4 cm in thickness. The fallopian tubes each show the expected fimbriated end. The right fallopian tube measures 6.3 cm in length x 1.1 cm in diameter. The left fallopian tube measures 7 cm in length x 0.8 cm in diameter and shows the expected fimbriated and within the ishmic portion of each fallopian tube is a coiled copper device which is approximately placed and shows intact seress over it. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿pelvic pain, painful urination, urinary tract infection, abnormal bleeding (vaginal), noninfectious gastroenteritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 23-year-old female patient who had essure (batch no. 20227511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (pregnancies: 2 vaginal delivery), parity 2 (live births: 2 date of births: (B)(6) 2010) and pharyngitis bacterial. Previously administered products included for birth control: sprintec from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included diarrhea, light-headed, headache, shakiness, penicillin allergy, allergic reaction to antibiotics (z-pak) and dysfunctional uterine bleeding. Family history included crohn's disease. Concomitant products included cefalexin (keflex) since (B)(6) 2016 and other local anesthetics. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 7 months 12 days after insertion of essure, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia )/prolonged menses (cycles would last 7 -10 days)"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced back pain ("severe back pain/lower back pain"), pelvic pain ("pain (right-sided pain)/pelvic pain") and dysuria ("painful urination"). On (B)(6) 2016, the patient experienced gastrointestinal inflammation ("noninfectious gastroenteritis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)/painful cycles"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with tizanidine hydrochloride, naproxen, ciprofloxacin (cipro), promethazine hydrochloride, ketorolac tromethamine (toradol) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, vaginal discharge, urinary tract infection, gastrointestinal inflammation, pelvic pain and dysuria had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, dysuria, gastrointestinal inflammation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010, plaintiff underwent the essure implantation procedure and it was a successfully implanted, without complications, with the essure device. Physician visualized observed four trailing coils within the left uterine cavity and one trailing coil within the right. Plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff martin has reported that all her symptoms have resolved and that she feels much better. She did not claimed essure worsened a previously existing injury/condition. To be supplemented- (B)(6) 2005 to (B)(6) 2010 for birth control. She did not had complications from your essure removal procedure. To be supplemented-gastroenteritis- (B)(6) 2016 to (B)(6) 2016. Essure procedure:the device was in good position with 4 trailing coils noted on the left side. In similar fashion, the technique was used on the opposite side with left trailing coils on the right side. Impression: normal hysterosalpingogram with non-spillage of contrast via the fallopian tubes with blockage caused by essure devices diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded pregnancy test urine - on (B)(6) 2010: negative. (B)(6) 2011, hysterosalpingogram: normal hysterosalpingogram with non-spillage of contrast via blockage caused by essure devices. Lmp was on (B)(6). (B)(6) 2017, operative procedure: robotic-assist laparoscopic hysterectomy with bilateral salpingectomy. Findings: enlarged uterus, normal adnexa and fallopian tubes, no evidence of perforation. Surgical pathology report: diagnosis: uterus with right and left fallopian tubes, hysterectomy and bilateral salpingectomy: cervix shows mild chronic cervicitis. Secretory endometrium. Myometrium shows a single leiomyoma. Fallopian tubes each show an appropriately placed coiled contraceptive device with no significant pathologic changes. Gross description: the uterus measures 9.2 x 5.6 x 4.6 cm. The serosal surface is gray and smooth with no distinct abnormalities. The cervix is smooth and pink with a central transverse os. The uterus is bivalve, revealing the expected tangular endometrial cavity lined by a valve rim of endometrium measuring 0.2 cm in thickness. Section through the myometrium reveals a single white nodule measuring 0.7 cm in greatest dimension. The myometrium is otherwise unremarkable and measures up to 2.4 cm in thickness. The fallopian tubes each show the expected fimbriated end. The right fallopian tube measures 6.3 cm in length x 1.1 cm in diameter. The left fallopian tube measures 7 cm in length x 0.8 cm in diameter and shows the expected fimbriated and within the ishmic portion of each fallopian tube is a coiled copper device which is approximately placed and shows intact seress over it. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿pelvic pain, painful urination, urinary tract infection, abnormal bleeding (vaginal), noninfectious gastroenteritis. Most recent follow-up information incorporated above includes: on 21-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event urinary tract infection, abnormal bleeding (vaginal), noninfectious gastroenteritis, pain (right-sided pain)/pelvic pain, painful urination. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (a partial hysterectomy and removal of devices were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: on (B)(6) 2010, plaintiff underwent the essure implantation procedure and it was a successfully implanted, without complications, with the essure device. Physician visualized observed four trailing coils within the left uterine cavity and one trailing coil within the right. Plaintiff sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a partial hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff martin has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.